Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported feeling lightheaded and passing out. The field representative is unaware of any issues with this device or patient. There are no additional adverse patient effects known.